Manufacturer narrative:
Patient identifier and weight not available from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement solera driver shipped (B)(4) 2014. No parts have been received by the manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the navigated solera driver tip became bent. The surgeon completed placement of the last screw using the driver. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot # and mfg date now provided.